Event description:
A surgeon reports that following intraocular lens (iol) implant surgery in one eye only, the pt indicated their green lcd clock appears red and brown at night. Add'l info has been requested. Information in the package insert states that based on testing, the addition of the proprietary chromophore does not negatively affect color vision in pts with normal color vision.